Event description:
A hemodialysis user facility has provided a verbal report on an event that occurred at this facility. It was learned in speaking with this reporter that the transducer line became separated from the chamber during a dialysis treatment. The reporter stated that the incident occurred at one hour into the treatment. There is no report of any ill effect to the pt. No sample and lot is unk. There is no further info that was made available on this incident reported by this facility, and there was no info reported regarding the estimated blood loss.

Manufacturer narrative:
(B)(6); (B)(4).